Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000117087".

Event description:
It was reported the patient was experiencing ineffective therapy and pain at the ipg site. Surgical intervention may take place at a later date to address the issue. Note: it is unknown which lead is related to this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received wherein the scs system was explanted and replaced to address the issue. There was no alleged allegation against the lead. As such, the lead is no longer reportable.